Event description:
It was reported that the customer went to the emergency room due to priming 40.0 units of insulin while connected to the insulin pump and during the infusion set change. It was stated that the customer was not notified that the return of the insulin pump was denied. The caller stated that the customer was told she had 90 days to return the insulin pump, and then found that it was only 30 days. It was stated that the customer requested to have the delivery of the device at certain date because she is a teacher, but she was postponing her training back on the device a few times until (B)(6) 2011. At this time, she had consistently low glucose and basals were reduced. After being discharged, the customer called back, the trainer went through the process and encouraged her to follow step by step the user¿s guide. It was stated that the customer was unsatisfied, and the lawyer claimed that the customer did not have the correct address to return the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.